Event description:
It was reported by a group home that a vns patient was hospitalized due to seizures, and was diagnosed with aspiration pneumonia. The patient had been in the hospital for about 10 days. After calling the physician the caregiver was instructed to use the magnet. She stated the seizures were so strong the physician prescribed extra medicine. The patient was not doing well and may be transferred to a higher acuity facility. Additional relevant information has not been received to-date.